Event description:
The surgeon indicated he has had 3 problems, all on the tibial side, all sterile abscesses. He said he did not countersink the screw, as he likes to maintain cortical fixation and felt that if you have to countersink the screw, this is an unreasonable request of an acl screw. All three incidents have unknown part #, lot#, incident dates and no pt information.

Manufacturer narrative:
No product is being returned for evaluation. No conclusion could be made for the reported patient's conditions.